Event description:
It was reported that during a prostate procedure @ 79,665 joules of use and 10:26 minutes ¿ceramic on fiber broken." Gland volume 100 ml. The procedure was completed using a second fiber. Patient outcome: ¿customer confirmed that no damaged to the patient occurred.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits severe char; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).